Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration#9611530). An arjohuntleigh technician has visited the customer and concluded that the back foot has been ripped out of floor due to inadequate fixings being used. The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
As reported by customer: [patient] was being hoisted out of the bath using the malibu chair system, when the chair began to swing out of the bath. [Patient], who was still sitting in the chair, began to fall forward as the whole bath tipped onto [caregiver] knocking her to the floor. Another colleague helped to stabilize the bath and the manufacturer's sales and service unit (ssu) was contacted. The caregiver suffered severe bruising to both legs.